Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that excessive tensional stress generated with withdrawal attempts might have been locally applied to the subject regalia xs 1.0 guide wire while the distal segment of the guide wire had been caught by the heavy calcium. Consequently, the distal segment of the guide wire was detached. It was concluded that the reported event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if this guide wire meets resistance or any anomaly during use, do not continue operation. If it is suspected that the guide wire is not normally operating, do not continue to operate the guide wire. While paying much attention to possible complications, carefully withdraw the whole system. [Malfunction and adverse effects]: ~ damage (kink, bend, break apart) withdrawal difficulty.

Event description:
It was reported that an endovascular therapy (evt) was performed to treat a heavily calcified and severely occluded lesion in an left lower limb artery. An asahi regalia xs 1.0 guide wire was used to try to cross the calcified lesion. In spite of considerable resistance, the guide wire successfully crossed the lesion as a result of repeated attempts. Balloon dilatation with an unspecified balloon catheter was performed. As the subject regalia xs 1.0 guide wire was being withdrawn, the guide wire got caught in heavily calcified segment in the blood vessel. Nevertheless, withdrawal attempts were continued. Then, the distal segment of the guide wire was detached and left in the blood vessel. The physician discussed with the patient and his family, and they all agreed to choose a conservation therapy.